Event description:
Caller alleged imprecision with inratio meter. Results as follows: initial = 7.1; repeat = 2.1. The time between the initial and repeat tests was about 10 minutes. No therapeutic range was provided.

Manufacturer narrative:
Investigation pending.